Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product/lot information is not available.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article titled, "patellar facet ratio affects knee pain, stair climbing and stair descent after tka without patellar resurfacing" written by tarik ait-si-selmi, laura marie-hardy, padharaig f. O'loughlin, kyosuke kobayashi, jacobus h. Muller, mo saffarini, and michel p. Bonnin published by knee surgery, sports traumatology, arthroscopy (2020) published online 27 january 2020 was reviewed. Https://doi.org/10.1007/s00167-020-05868-y. The article's purpose was to determine if knee pain or functional impairment after tka (total knee arthroplasty) without patellar resurfacing was correlated with preoperative patellar morphology or postoperative patellar orientation. The finding was a positive correlation between the shape of the patella and functional outcomes noting that small medial facets may benefit from resurfacing or realignment. Data was compiled from a final data set of 167 patients (176 knees) that received tka between april 2014 and may 2016 at a single center. Originally data was 174 patients but 3 died from unrelated causes, two required revision surgery (1 femoral component exchange due to oversizing at 11 postoperative months and 1 tibial component exchange due to aseptic necrosis at 13 post-operative months), and two were lost to follow-up. All patients received cemented posterior stabilized attune tka without patellar resurfacing. Cement manufacturer is not identified. This complaint captures the associated adverse events. As a patient may experience more than 1 adverse event, exact quantities cannot be determined accurately. Figures 1 and 2 provided radiographic images of pateller facets for illustrative purposes. No adverse events noted in descriptive captions. Depuy product: attune femoral, attune tibial tray, attune insert adverse events: (qty 1) revision for femoral exchange due to oversizing at 11 months postop. (Qty 1) revision of tibial tray due to aseptic necrosis (no further information regarding necrosis classification e.g. Bone, soft tissue) at 13 months postop (no further details provided). (Qty 1) manipulation under general anesthesia at 6 weeks postop due to restricted flexion <90 degrees - no implants removed. (Qty 1) arthroscopic popliteus tenotomy at 12 months postop due to posterolateral impingement - no implants removed. General reports of pain (reported by assessment scoring).